Manufacturer narrative:
Super poligrip original is manufactured in (B)(4) and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) female patient who used super poligrip original denture adhesive cream as a denture adhesive. A physician or other health care professional has not verified this report. Concurrent medical conditions included heart problems. Concurrent medications included cardiovascular medication (heart medication). Approximately 15 to 16 years prior to reporting, the patient began using super poligrip original. She used it for two to three years and began experiencing pain in her feet. The pain began as mild and worsened with continued use of the product. She also experienced pain in her hands, was diagnosed with carpal tunnel syndrome, and underwent surgery on both hands approximately 13 years prior to reporting. Approximately 11 to 12 years prior to reporting, the patient was diagnosed with neuropathy. Approximately (B)(6) years prior to reporting, the patient had surgery on her foot and stated her healthcare professional felt that the nerves were dead. The patient's foot became worse after the surgery. This case was assessed as medically serious by gsk. The foot pain was treated with unspecified pain medication. Use of super poligrip original was discontinued. At the time of reporting, the events were unresolved.